Event description:
During a review of the event history, failure code 500:320:654:0000 occurred a total of two times during infusion on (B)(6) 2010. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.the user interface module master software version for this device is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B)(4). This report is a duplicate of 6000001-2010-02387. Please reference 6000001-2010-02387 for any further information.